Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to septic shock secondary to staphylococcal bacteremia. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.